Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms. The reporter stated that they were turning the amplitude down to 0.0 and off for an MRI. When checking impedances, 0, 4, 6 and 7 were greater than 10,000. It was noted that there were some changes in stimulation associated with the high impedances that occurred a couple of years prior to the report. There were no traumas or falls that the patient could think of. The reporter noted that as a result of these changes and of the high impedances, the patient had one program that was not used and they were working around the high impedances.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v01443,0 implanted: (B)(6) 2008, product type lead product ID: 37742, serial# (B)(4), product type programmer, patient product ID: 355029, lot# n110637, implanted: (B)(6) 2008, product type accessory product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension product ID: 37752, serial# (B)(4), product type recharger (B)(4).